Event description:
Ous MDR. After an implant period of approximately 4 weeks it was reported that the ICD indicated eri. The device was explanted.

Manufacturer narrative:
The ICD underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eri, three charge processes had been documented. After the product was received, the connection system of the ICD was examined visually and mechanically. Blood could be visually confirmed in the area of the drill holes. The electrical connection area of the header was, however, free of blood contaminations. The mechanical analysis showed that the screws of the shock and pacing outputs were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is4 and df4 standards. The charge drawn from the battery was checked and proved to not meet expectations. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly and confirmed an unexpected battery discharge. In a next step, the electronic module was connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The current uptake of the electronic module was examined and proved to be unremarkable. In the following, the battery was returned to the manufacturer for a destructive analysis. The battery was opened and visually inspected. During the visual inspection, a damaged insulator was detected between a neighboring electrode pair. This damage enabled an increased battery-internal self-discharge, which led to a premature battery depletion. In summary, an increased battery-internal self-discharge was detected during the analysis. The device activated the battery status eri in response, in agreement with the clinical observation.